Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon completion of the product evaluation and the complaint investigation.

Event description:
The conmed representative reported on behalf of the user facility that during a rc repair, the yrc03 y-knot anchor's tip broke after insertion of the implant. The broken tip was retrieved with a grasper and the procedure was completed with an alternate device with a 6 minute surgical delay. No patient injury was reported. Upon gathering additional information, the reporter stated the patient did not require additional interventions or hospital stay and current status is good. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection found the anchor still attached to the suture. The driver shaft inserter was returned with one broken tip; which was not returned. This is a technique dependent device. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A two-year review of complaint history revealed one other similar complaints for this product family and failure mode. During this same time frame, 111,107 devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.002 percent, if all complaints were confirmed. The instructions for use advises the user of the following. Inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. Pull driver straight out of bone. Do not rotate or oscillate driver about its axis. This issue will continue to be monitored through the complaint system to assure patient safety.